Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 44mm evoque procedure where on postoperative day 2, a permanent pacemaker was implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities was found during DHR review. A definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. According to the IFU, conduction disturbances-potentially requiring treatment like a permanent pacemaker-are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Investigation update: per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Type of investigation code removed: insufficient information available.